Manufacturer narrative:
Analysis was completed for the motion enclosure that was returned to medtronic. The reported problem was confirmed. The motion enclosure was installed in a test system. The system did not ready. A software version mismatch/incorrect firmware warning message was detected. The installed firmware version was n/a. An attempt was made to install the new firmware version but it failed. After a reboot, it was unable to hold firmware for motion control and motion interface. It was determined that the motion enclosure was defective as it had an electrical failure. Device evaluation: analysis was also completed for the general purpose input/output (gpio) board that was returned to medtronic. The gpio was tested; no markers were tracked while tested between 4 feet and 10 feet. It was determined that the gpio enclosure was faulty as it had an electrical failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Testing revealed that the power conversion enclosure did not produce 96v for drive wheel motors. The rep stated that the system was in a storage room but would¿ve been 'pushable' if clutch disengaged. Also, the battery display assembly had bent pins. The power conversion enclosure and battery display assembly were replaced. Both items passed system tests. The system had an individual battery error that wasn't repaired with battery display assembly but the pins were straight. Individual batteries checked fine. The imaging system passed the system checkout and the failure had been resolved. The gpio board and motion enclosure were returned to medtronic but were under analysis at time of filing. The panel assembly indicator was returned for further evaluation. The reported problem was confirmed. Visual inspection noted that the panel had been compressed resulting in many pins bent and continuity disrupted on one pin of the power button. Analysis determined there was a damaged indicator assembly. The power conversion enclosure was also returned for evaluation. The reported issue was confirmed. The power conversion enclosure failed the bench test. Transistor q3 failed, was found to be shorted. Analysis determined there was an electrical failure with the power conversion enclosure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the during the upgrade, the power enclosure, general purpose input/output (gpio) board, and motion interface board failed. It was stated that the system was completely disabled and would not boot. There was no patient present.